Event description:
Portable wireless computer workstations for nursing staff interferes with wireless telemetry monitoring of patient. Causes complete loss of telemetry signal and intermittent loss of signal. Sales rep (cisco), I was given your name by technical service mgr - info systems here at bromenn healthcare. I have tried to make this notification directly to your tech support and customer service people. To date, they have not been at all helpful, refusing to direct me to anyone. We do not have a contract # because it has been more cost effective to pay for individual repairs. I am required to submit to the FDA, what they call a medwatch report when equipment endangers the treatment or life of a pt. This is just a preliminary notice to cisco and datascope. In brief, the incident involves a datascope telemetry transmitter that monitors the heart of a pt. A datascope panorama mode #608 that broadcasts in the wmts band (medical band). The incident involved at least 2 portable nurse stations, called computers on wheels. These units use the cisco aironet 802.11 a/b/g/ wireless pci adapter that provide high performance 54-mbps connectivity in the 2.4 and 5-ghz bands. The cisco units were being used in trimode, so a/b/g were all activated. I found, with the help of our is dept that when we eliminated the a & g settings the interference diminished and telemetry monitoring was able to resume. The telemetry transmitter is located on the pts chest or at bedside. In this case, it was on her chest. The computer is brought to the bedside by eh nurse to input medical info. Initially I pulled the computer several rooms down the hall and noticed an improvement in the signal. That is when I took the unit to our is dept to shut off the a & g modes. While I was gone, a nurse pulled another unit into the room and that cause the problem to return. I then took that computer unit to our is dept for the same treatment. Our concern is that our is dept has every intention of using all three modes. I do not know where the problem lies or who's problem it is to resolve. All I do know is that pts could be adversely effected, creating major problems for the hosp and the medical community nationwide. We have an extensive telemetry system installed here at bromenn and computers on wheels are used on all floors. The monitoring is done by nurses at a remote location in the hosp. It is important that nothing interferes with medical equipment and the frequencies or bands they use. Pt safety is paramount. Please have the appropriate person get in contact with me regarding this issue. I am sure the FDA and datascope will want to contact you and cisco as well.